Event description:
It was reported that an implant at tooth site # 36 was removed due to an infection and an allergic reaction. Pain occurred on day 2 after the implant placement, then stabilized, before returning 12 days later with pain and swelling. After removal of the implant, bilateral edema appeared with increased ige levels. An allergic-type reaction led to requesting an allergology consultation. Patient suffered from abscess. Edema and inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. H6: event problem codes ¿ patient code: 1690 abscess, 1994 pain, 1932 inflammation.